Event description:
Clinical information: crd_1059 - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 27mm navitor vision valve was successfully implanted in a patient using a large flexnav delivery system. Post-procedure, it was noted that the patient had developed a hematoma at the delivery system access site. A computed tomography scan was performed and revealed bleeding to the arterial femoralis. The decision was made to perform to two round of manual compression to stop the bleeding. On (B)(6) 2025, it was noted that the patient had an increase in c-reactive protein without a fever. The patient was started on antibiotic therapy. Two days later the patient claimed having diarrhea. On (B)(6) 20255, the decision was made to start the patient on loperamide. No additional information was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
An event of hematoma and patient consequences were reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported hematoma, might have been caused by issues during the procedure. The reported unexpected medical intervention was under case specific circumstance as medication was provided to treat infection. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.